Event description:
It was reported that pump malfunction occurred and displayed malfunction code, with no notable events occurring beforehand. It was reported that the customer experienced an elevated blood glucose (bg) level of 502 mg/dl. The customer had not addressed the elevated bg at the time of report, and did not require assistance from a third party. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.